Manufacturer narrative:
Device was received and evaluated at repair center olympus china. Device evaluation found clogged nozzle. The a/w (air/water) supply is weak. The customer reported issue was confirmed. Device evaluation and inspection findings, the following information were noted. According to the feedback and inspection results from inspection engineer : the foreign material could be removed from the nozzle. After removing foreign material, the a/w (air/water) supply became normal. The texture of the foreign material was like rubber. No photo was taken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that during reprocessing, in preparation for use, the nozzle was found clogged. The device was replaced. There were no more than 15 minutes delay and the facility completed the procedure with another similar device. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred due to user mishandling and inappropriate reprocessing. The following is stated in the instructions (IFU) for use which may detect the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. -"preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." -"manually cleaning the endoscope and accessories: clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." Olympus will continue to monitor field performance for this device.